Event description:
It was reported a revision surgery was performed due to infection. Eleven devices were removed. Previous to this revision surgery, a right knee washout and a wound debriment was performed.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.